Event description:
The neonatal intensive care unit (nicu) reported the intellivue mx550 patient monitor was not showing correct vitals. The sp02 is intermittently displays a flatline or the sp02 would stop displaying the vitals on the screen for a few seconds and then come back. The sensor was replaced, and the issue persists. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips field service engineer (fse) went on site and evaluated the device. It was established the inaccurate spo2 measurement occurred when the customer was trying to perform a car seat assessment report (car). The car report is a test with a newborn in a car seat to make sure they are breathing properly. The device was still able to generate alarms. During the evaluation of the device, the fse found out the car feature was not configured in the intellivue mx550 patient monitor. After a re-configuration of the intellivue mx550 patient monitor the issue was resolved. The device was operational after the configuration changes were completed. The investigation identified this to be a configuration issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.